Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator (ICD) that had eroded through the pocket. It is unknown if the erosion had caused an infection. The entire system was explanted. There were no issues with the operation. The patient was not re-implanted but instead discharged with a life-vest. Related manufacturer reference number: 2017865-2020-06364. Related manufacturer reference number: 2017865-2020-06368. Related manufacturer reference number: 2017865-2020-06371.